Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and fundus of stomach during an endoscopic treatment of varicose vein procedure performed on (B)(6) 2024. During the procedure, after the band was deployed onto the varix, the band detached and fell off. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was also used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.